Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated at zoll medical corporation. The customer's report was duplicated and attributed to out of sync logs. The log was cleared and the internal memory was reformatted to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.